Manufacturer narrative:
A ge service representative performed an on site investigation. The battery and charger were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.